Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Bleeding is a known risk associated with impella support as described in the instructions for use.

Event description:
An impella 5.5 was placed via the access at the axillary graft site to support the 56 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, escalated from the prior femoral artery placed impella cp pump. The patient had presented in scai stage e shock and was on inotropes, vasopressors, and vented for respiratory needs. Other underlying medical history and comorbidities were not shared. On day 7 of the 5.5 pump support there was upper and lower gastrointestinal bleeding post clipping. The patient was on heparin/anticoagulation for the pump support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Bleeding is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
Investigation summary: ppae (major bleed) : the cause of the injury was not determined due to insufficient clinical details.